Manufacturer narrative:
Lot history record review: the lot number was reviewed for any abnormalities, which may have contributed to the complaint. Nothing was found that would have contributed to the reported complaint. Review of returned sample: the complaint sample was returned for eval and the following was observed: the catheter was returned with the packaging label, three green syringes and a .035" guidewire. There is a .5cm section of stretched tubing 11cm from the distal tip. Conclusion: the complaint investigation has been confirmed during the visual inspection of the returned complaint sample. During the visual inspection of the returned sample, a .5cm stretched section was found on the catheter shaft about 11cm from the distal tip. Possible causes of this type of complaint are the removal of the protective sleeve and packaging mandrel or the flare on the protective sleeve. Prior to release, the balloons are 100% inspected. During this process every balloon is inflated, the od of the balloon is measured, and the balloon is submerged in a tub of water to verify that the balloon does not leak. If the stretched section occurred during the manufacturing process it would have been detected during this inspection. The instructions for use state the following to help prevent stretching from happening: "proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter." A corrective action was opened to address this complaint type. A process change was implemented in 2006 to reduce the interference fit between the proximal bond and balloon sleeve. This corrective action was then closed. This lot was manufactured after implementation of the process change. This type of complaint will continue to be monitored for trends. No further action required at this time. Frequency has increased but the severity of this event is not greater than usual.

Event description:
The balloon opened inside of the pt. Once the procedure was finished the balloon would not deflate. The doctor inflated it to 30atm, the balloon broke and it was then removed from the pt.